Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the valve ports due to salt build-up and replaced the x-seal. The cse primed and aligned the pump rate and performed integrated multisensor technology (imt) calibrations. Quality controls were run, resulting within range. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples and discordant falsely low potassium (k) results were obtained on two of the three samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher on samples (B)(6), and low on sample (B)(6). The samples were repeated on an alternate instrument, resulting higher than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.